Event description:
It was reported that the patient presented to the emergency department with loss of capture by their right ventricular lead. It was determined the lead was dislodged. The lead was explanted and replaced. The patient was recovering without complications.